Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for between 24 and 36 hours. During the night of (B)(6) 2026, the patient noticed that the pod was leaking insulin. Due to the leakage, the adhesive became unsecured, and the pod was no longer attached to the skin. The patient confirmed that the cannula was not properly secured at the time the leaking was observed. As a result of the insulin leakage, the patient experienced significantly elevated blood glucose levels overnight, reaching over 500 mg/dl. Upon waking on (B)(6) 2026, the patient experienced nausea, shortness of breath, and high ketone levels. Patient sought emergency medical attention, the patient spent five hours in the hospital and received a diagnosis related to severe hyperglycemia associated with symptoms. Treatment included intravenous fluids and multiple doses of insulin to stabilize blood glucose levels. The pod was discarded while the patient was in the emergency room.